Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported conditions of the device making an unexpected noise, not running and having insufficient/low power were not confirmed. Therefore, an assignable root cause was not determined. The issue was considered as normal wear due to the general tool degradation since the impactor met its life expectancy due to its age and high cycle count. The kincise surgical impactor came apart ¿ the housing loose was due to the trigger screw coming loose, which was consistent with normal wear, and the anvil difficult to extend\retract was consistent with lack of lubricant ¿ improper maintenance, user error. The most relevant root causes were linked to normal wear and improper maintenance. However, the device having an unintended activation/motion identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the impactor device sounded ¿dead¿, did not work, and sputtered slowly. During in-house engineering evaluation, it was determined that the device had an unintended activation/motion. The device was visually and functionally assessed, and the anvil was determined to be difficult to extend\retract. Also, the rear housing was observed to have separated from the mid-plate. The impactor trigger screw had backed out, which allowed the trigger body to move, resulting in the rear housing separation. It was further determined that the device failed pretest for visual assessment and locking collar assessment. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.